Manufacturer narrative:
The customer reported that the scrub nurse caught her arm in the system display screen hinge. The user experienced a bruise on her arm. Medical attention was not required and the scrub nurse has made a full recovery. The customer stated this was not an equipment failure, but the design of the equipment and lack of visibility of the warning sign was the problem. Additional information will not be available. The customer receives an operator¿s manual with each system purchased. ¿this operator's manual is your written guide to the infiniti® vision system and considers all options available to the customer; therefore, when reading this manual, ignore the options which do not apply to your specific unit. Please read the entire manual carefully before operating the instrument. Recommended settings are given only as guidelines, and are not meant to restrict the surgeon; however, before trying other settings, the surgeon and support personnel should be experienced with the system and familiar with the new settings. Note: if an inconsistency exists between the instructions in the operator's manual and the directions for use (dfu) supplied with a consumable pak or accessory, follow the dfu. Equipment improvement is an on-going process and, as such, changes may be made to the equipment after this manual is printed. Pay close attention to warnings, cautions, and notes in this manual. A warning! Statement is written to protect individuals from bodily harm. A caution statement, with the caution heading centered above the text, is written to protect the instrument from damage. A note: is written to bring attention to highlighted information.¿ the system operator¿s manual includes the warnings: keep clear of the IV pole when it is in motion to prevent skin, hair, and/or clothing from being trapped in the IV pole mechanism. The IV pole moves during power on/ off, priming, and bottle height adjustment. Keep clear of display base when raising display from stored position to prevent skin, hair, and /or clothing from being trapped at the base. There is also a warning symbol on the infiniti system right at the potential pinch point of the display arm and IV pole mechanism. There is also a warning symbol on the infiniti system right at the potential pinch point of the display arm and IV pole mechanism. The system was manufactured on february 4, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to user handling. The manufacturer internal reference number is: (B)(4)

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the scrub nurse caught her arm in the screen hinge. The user experienced a bruise on her arm. Medical attention was not required and user has made a full recovery. Additional information will not be available. This is the third report of three for this facility.